Event description:
It was reported by service report that the battery release lock was broken and sharp edges were reported. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Battery release lock.